Manufacturer narrative:
The device was received for analysis on (B)(6) 2017. Preliminary gross examination revealed that the returned valve was received in generally good condition. The green thread present on the outflow crown corresponding to the first leaflet appeared slightly frayed, as if it had been pulled.

Event description:
A perceval pvs 23 valve was collapsed, but one of the three green wires on the valve became caught in the head of the holder. An attempt was made to re-collapse the valve, however the valve could not be re-collapsed successfully. A second perceval was then collapsed and implanted. No information is available regarding whether a new collapser was used to collapse the second valve.

Manufacturer narrative:
The serial number and UDI were reported incorrectly in the initial report.

Manufacturer narrative:
The partial manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Visual inspection of the returned prosthesis confirmed the absence of manufacturing or pre-existing defects. A collapsing procedure was performed with the returned valve and a demonstration accessory kit. The valve was positioned without difficulty, and collapsed successfully. In particular, the inflow cap was correctly positioned over the inflow portion of the valve, and the plastic tube was correctly positioned over the metallic outflow crown. Each green thread was positioned correctly, outside of the holder cap. No anomalies were detected during this procedure. Based on the analysis performed, the event cannot be explained by any factor intrinsic to the involved device, and the root cause of the event is therefore unknown.